Event description:
It was reported that the event involved a (B)(6) female patient while in the conduit room (catheter room) during use. The iab was inserted into the patient via left femoral artery. When the doctor introduced the iab, the spring wire guide (swg) was blocked at the 10 cm mark on y shape. Although the doctor adjusted the direction, it was still blocked. Then the doctor removed the iab back and replaced it with a new iab-06830-u via the same insertion site and proceeded with the surgery as planned. The surgery was successful using the second iab. The procedure did not cause harm to the patient. Finally the doctor observed there was a fold 10cm away from the center of the y shape, but the iab looked good. The doctor thought there was a crack in the central lumen. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is well. An update received stated that the patient did not have tortuous anatomy. The swg was left in place (left leg) for the second insertion. The doctor could not get the iab over the swg because it got blocked.

Manufacturer narrative:
Manufacturer control no. (B)(4).